Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not deploy during the procedure and failed to exit the sheath even after attempting to remove the pin. In addition, a portion of the stent appears to be broken.